Event description:
Affiliate reported that it was noted that the ventricles of the patient's brain were too large and the doctor changed the pressure to a lower setting from 150mmh2o to 100mmh2o in 2008. Since the situation did not improve, the device needed to be replaced. It was implanted in the same month, and replaced in the same month.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.